Event description:
A user facility reported that upon insertion the cuff would not inflate. It was removed and a new one was inserted. After decontamination a tear or hole was noted where the (internal drain) tube comes out the bottom. It was reported that there was no pt problem. The user facility has returned the lma for eval.